Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. The broken blade tip was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.